Event description:
Related MFR report: 1627487-2020-22388.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-22388. It was reported the patient could not feel any stimulation from the drg system. Upon system diagnostics one lead was found to have multiple contacts with invalid impedance. An x-ray was taken and the l2 placement lead appeared pushed out of place. Surgical intervention was taken, the l1 placement lead was replaced and the l2 lead was pulled back to under the pedicle. Surgical intervention addressed the issue.